Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the customer received alarms. Customer declined troubleshooting and did not provide any more information regarding the alarms. Customer's blood glucose was 176 mg/dl. The customer confirmed that an alternate method of insulin therapy was available.

Manufacturer narrative:
The reported alarm was confirmed in pump history to be an out of insulin alarm. No failure was identified related to the alarm.